Event description:
Reportable based on device analysis completed on 26-nov-2021. It was reported that crossing difficulties were encountered. The 94% stenosed target lesion was located in the severly tortuous and severely calcified left anterior descending artery. After a non-bsc guidewire crossed the lesion, predilatation was performed with a non-bsc balloon catheter. A 2.50 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion even after multiple attempts. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 32 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on the distal stent region lifted from their crimped positions and pulled proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.